Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative (rep)regarding a patient who was implanted with an implantable neuro stimulator (ins) for movement disorders. It was reported that patient felt a sudden tingling sensation on their right side. The patient connected the patient programmer (pp) to the ins and saw the "doctor " icon/ error code and then the tingling went away. The patient could not remember what the error code was, and the rep stated that they would look at their manual to see what the code was. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.